Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the implant procedure, the patient presented appearing anxious. The procedure was started without complications. The left subclavian vein punctures were performed per standard procedure and fluoroscopy verified the guidewire at the vena cava inferior location was acceptable. The physician then proceeded with pocket formation, at which time the patient exhibited an episode of ventricular fibrillation (vf), associated with loss of consciousness. After the physician returned the patient to normal sinus rhythm, the procedure continued; the right ventricular (rv) and right atrial (ra) leads were implanted with acceptable measurements. Post lead implant, the patient exhibited another vf episode and again asystole was observed. The physician was able to start pacing stimulation; however, no capture was evident and basic and advance cardiopulmonary resuscitation (CPR) started. Medical intervention, to include chest compressions, continued for approximately 30 minutes at which time the patient returned to a sinus rhythm. After stabilization, the newly implanted lead positions were verified with fluoroscopy and confirmed dislodged. The physician elected to explant both leads, close the wound, and hospitalize the patient in an intensive care unit. The rv and ra leads are not intended to be returned and to date, no future system implant has been discussed.